Event description:
On (B)(6) 2012, animas received a message from answering service to report that the patient's spouse called and reported that the subject pump's time and date were incorrect. No additional information was provided. It is not known which pump the patient was having an issue with. There was no mention of symptoms or medical treatment received for a blood glucose excursion. Animas customer support made several attempts to reach the reporter by phone to obtain additional information and review the pump; however, were unsuccessful in their attempts. Based on the information provided, there was no reported patient impact associated with this complaint. However, this complaint is being reported because the alleged issue was not resolved.

Manufacturer narrative:
(B)(4). The 3500a supplemental report dated 12/13/2013 contained information for the correct serial number.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 12/05/2013 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A review of the device history indicated a time and date reset following a pump reboot. The pump was powered on and the keypad was unresponsive, making further investigation of the time and date reset impossible. The pump case was opened and the internal clock battery was leaking. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.